Event description:
It was reported that a physician attempted arteriotomy closure of an unspecified vessel using a starclose se after unspecified procedure. Reportedly, the physician indicated that during advancement of the thumb advancer and sheath splitting, he experienced more resistance than he is used to. However, all the deployment steps were completed and the clip obtained hemostasis. There was no reported adverse patient sequela. The physician is an interventional cardiologist and is trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. Two unused sterile representative samples from the same reported lot were provided for evaluation. They have not yet been received. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded; the return of the device may have assisted in the investigation of the reported event. Difficult to deploy the thumb advancer can be influenced by, but is not limited to manufacturing, user technique, and/or anatomical conditions. The internal components used during thumb advancement are verified during the manufacturing process. During the device assembly, the components that interact during thumb advancement are inspected and verified for proper alignment to ensure appropriate operation. Thumb advancement difficulty can be influenced by the user from handling of the device during advancement. Torque or angular movements can mis-align the tubeset that would translate into frictional feedback causing the reported experience. The starclose se instructions for use provide the optimal procedure to help ensure successful clip delivery. The clip delivery in this event was successfully deployed. There is no indication of a user influence to the reported experience. The anatomical conditions the device was used in can cause restriction to the advancing tubeset during thumb advancement resulting into the reported experience. This is referred to radial force constriction. There were no anatomical conditions reported in this event. It could not be determined if anatomical conditions influenced this event. Based on the reported information and manufacturing inspection criteria, the cause of this event could not be determined. Lot history record review showed there were no anomalies observed and there were no nonconforming material records associated with this lot. The lot is destructively tested during lot acceptance testing, including functional verification to verify the quality of the lot build. A query of the complaint handling database was performed and there is no indication of a lot product quality deficiency. Two unused sterile starclose se devices with the same lot number, 010476h, as the complaint device were returned for evaluation. Functional testing was performed and no manufacturing or device anomaly was detected. The devices performed according to specifications. A cause for the complaint device reported experience could not be determined based on the investigation findings from the tested samples.